Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She was unable to remove the tampon on her own and was going to seek medical assistance if she could not remove it. Multiple attempts have been made to obtain further information, however, no further information has been received.